Event description:
Pt was injected with radiesse dermal filler in the malar area. About one week post injection, the pt developed a large, 3-cm lump above the left side naso labial fold. The physician injected kenalog, which did not help reduce the lump. A biopsy of the lump was taken.

Manufacturer narrative:
During a follow-up with the physician, it was reported the results of biopsy was pseudomonas anginosa, which was treated with levaquin. The pt's infection, swelling and lump have resolved. The device history records for radiesse lot 1010942 were reviewed; this lot met all testing specifications.